Manufacturer narrative:
(B)(4). Exemption number e2016004.

Event description:
On april 21, 2017, nakanishi received an e-mail from a distributor ((B)(4)) about a handpiece overheating. Details are as follows. - on april 5, 2017, (B)(4) was made aware of the event by an nsk sales representative. - the event occurred on (B)(6) 2017. - a dentist was performing a dental procedure of a crown on #31 on a patient using an nsk handpiece, x95l ((B)(4)). - the patient was not under anesthesia. - during the procedure, the handpiece overheated and burned the patient's cheek, however neither the dentist nor the patient was aware of the burn injury at the time of the event. - one week later, the patient visited the dental office for a follow-up. - the dentist found a 1.5cm x 1.5cm irregular, slightly rounded injury during the follow-up treatment. - the patient was given chlorhexidine rinse for one week in a 30 second rinse and spit. - according to the patient, there was no pain during or after the procedure on (B)(6) therefore the patient did not notice the event until the first follow-up with the dentist. - and according to the dentist, there were no abnormalities or malfunctions observed with the handpiece prior to use. - the patient is undergoing a weekly observation and the dentist will decide in the observation whether or not further treatment for the burn is required. - the dentist is planning on prescribing a steroid rinse if required.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject x95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or dents, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur did not rotate smoothly. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 30 seconds after the start are as follows: test point (1): 57.3 degrees c, test point (2): 65.5 degrees c, test point (3): 34.8 degrees c, test point (4): 31.5 degrees c. The rise in temperature was so sudden that the test was concluded 30 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the bearing retainer (ball retaining part) on the cartridge side was broken. The gear engagement parts were abraded and discolored. There was dirt on the gear engagement parts. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Nakanishi then replaced the broken bearing and measured the exothermic situation yet again. There was no abnormal rise in temperature during the test period (see below). Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged bearing had been replaced. Test point (1): 42.3 degrees c, test point (2): 43.7 degrees c, test point (3): 41.0 degrees c, test point (4): 38.7 degrees c. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearings due to the ingress of dirt into the bearing. A lack of maintenance causes the accumulation of dirt in the inside parts, which causes dirt ingress into the bearing during rotation, leading to the broken bearings. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance, as instructed in the operation manual.